Event description:
I have been using clear care triple action contact solution for many years with no issues. Over the past two years, I have purchased the version with hydraglyde and have experienced increasingly adverse effects. I have used the solution as instructed, but have experienced: 1. Poor neutralizing, to the point where I have to leave my contacts in the case for over a day to avoid pain and burning; 2. Fogginess, as if the contacts were coated with a film; 3. Increasing eye sensitivity. I use night and day contacts, but can no longer keep my contacts in for more than 12 hours and cannot leave in overnight as I am supposed to be able to; 4. Pain, my eye are often inflamed, painful, and highly photosensitive. A quick online search showed that I am not the only person experiencing these effects with the hydraglyde formulation. I have experienced lost productivity due to having to call off of work, inability to go outside, look at bright screens, and sometimes even complete daily activities of living due to pain and photosensitivity. There is something wrong with this product and it should be investigated and recalled.